Event description:
The customer reported that after defibrillating a pt, the unit displayed "no pt data available" and systm fault" messages. The pt was switched to another unit and therapy was continued. No pt injury was reported.